Manufacturer narrative:
This report is for an unknown 3.5mm standard compression plate/unknown. Quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: fufa, d. Et al (2013). Mid-term results following ulna shortening osteotomy. Hospital for special surgery 10:13-17. USA this is a retrospective study of 33 patients with ulnar impaction syndrome following ulna shortening osteotomy at a minimum of five years. Age of patient ranged from 16-66 years, with an average age of 44.6 years. There were 15 male and 18 female patients. Four of the cases used a 3.5mm standard compression plate for the surgery. Complications included patients who experienced pain, and specifically complex regional pain syndrome post-surgery. This is report 1 of 1 for (B)(4). This report is for an unknown 3.5mm standard compression plate. A copy of this literature article is being submitted with this medwatch.

Manufacturer narrative:
Revising report source to not include foreign as previously listed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.